Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the pump may have gotten slightly wet. Customer's blood glucose level was 130-150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.